Manufacturer narrative:
(B)(4). Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in china reported via a distributor that the audible alarm of an mr850 respiratory humidifier was not functioning. There were no patient consequences.